Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) re-documentation following a review of the call by a senior cca. The patient claimed that the meter was reading inaccurately at 10:08am on (B)(6) 2018, when she obtained an alleged inaccurate, erratically high result of ¿hi¿ on the subject meter. The patient manages her diabetes with insulin, which she self-adjusts . She reported that after obtaining the hi result, she had administered an ¿appropriate¿ dose of 10 units of novolog insulin. She reported that an hour later, the reading on the meter was ¿132 mg/dl¿; the patient considered that the drop was too sharp for the first reading to have been correct. (The reported time difference of greater than 20 minutes, and the administration of medication, make this comparison invalid for the purposes of determining an inaccuracy). The patient reported that about that time, 11:40am on (B)(6) 2018, she began not feeling well with symptoms of ¿sweating and shaking¿. She stated that she self-treated her symptoms by taking glucose tablets and juice. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided, there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating and shaking, after obtaining an alleged inaccurate, erratically high, blood glucose result on the subject meter and injecting insulin.